Event description:
It was also reported that two days post implant the left ventricular lead became dislodged. An attempt was made to reposition the lead. During the attempt, the right atrial and right ventricular leads had to be repositioned due to patient anatomy. The left ventricular lead was extracted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis. No anomalies found and there was blood/fluid on all conductors (non-obstructing).